Event description:
Olympus inspected the subject device at olympus service operation repair center (sorc) and found that the endoscopic image failure occurred. The occurrence date of event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was returned to sorc for evaluation. Sorc checked the subject device and duplicated the reported phenomenon. Olympus medical systems corp. (Omsc) could not review the manufacturing history (DHR) of the subject device because more than fifteen years had passed since the subject device was manufactured and there was no record. Therefore, the date of manufacture of the device is unknown. The exact cause of the reported event could not be conclusively determined. The device was not returned to omsc and omsc was unable to check the status of the device, so it was not possible to determine if the reported event was caused by the device malfunction. If additional information becomes available, this report will be supplemented.